Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was damaged; there cracks on the front and rear housing and cracks to the screen. The pump event log had no related findings. Functional testing included use testing. The pump was powered on in application and the double beeping with a cassette attached and "no disposable" alarm were able to be duplicated. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no disposable" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during patient use, but it is unknown if patient injury or medical intervention was required.